Event description:
It was reported patient was unable to set the ipg into MRI mode and lost effective therapy due to high impedance on the lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.